Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 60 reperfusion catheter (ace60), a guide catheter, and a microcatheter. During the procedure, after introducing the guide catheter to the patient, the physician was advancing the ace60 and the microcatheter together through the guide catheter and noticed that the ace60 fractured on the distal length. Therefore, the ace60 was removed. The procedure was completed using a new ace60 and the same guide catheter. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 60 reperfusion catheter (ace60), a guide catheter, and a microcatheter. The physician was advancing the ace60 and the microcatheter together through the guide catheter. The ace60 was fractured while advancing at the hub of the guide catheter. Therefore, the ace60 was removed. The procedure was completed using a new ace60 and the same guide catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by the distributor on 01/19/2026: 1. Section b. Box 5. Describe event or problem. It was previously understood that the ace60 fractured while advancing through the guide catheter and patient. However, based on the updated information, the ace60 fractured while advancing at the hub of the guide catheter. Note: although the event summary alleged a deterioration in the characteristics or performance of the device, this event did not and, if it were to recur, it would not cause or contribute to serious deterioration or death. Therefore, this is not considered a reportable event.